Manufacturer narrative:
Additional information: h3, h6. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph revealed that there was a brownish particle in the header area. The photograph does not show whether the particle is outside or inside the header cap. The reported condition was verified. The cause of the condition could not be determined through evaluation of the photograph; however, a potential cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in the cap of a polyflux 170h. The event occurred before patient use. There was no patient involvement. No additional information is available.